Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display and battery failed alarm. Customer installed battery and frozen display recurred. Customer stated that battery cap was neither damaged nor corroded. Display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or blank display noted during testing. (B)(4).